Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported on (B)(6) 2023, that a syringe pump module incorrectly measures the volume in the syringe. There was patient involvement but no harm.

Event description:
It was reported on 06nov2023, that a syringe pump module incorrectly measures the volume in the syringe. There was patient involvement but no harm. Bd has learned additional information. It was reported by the hospital's biomedical engineer the results of their own internal testing of the devices: test 1: using 30 ml syringe with 15ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 14.5ml. Test 2: using 30 ml syringe with 15ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 14.5ml. Test 3: using 30 ml syringe with 15ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 14.3ml. Test 1: using 10 ml syringe with 5ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 4.96ml. Test 2: using 10 ml syringe with 5ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 4.87ml. Test 3: using 10 ml syringe with 5ml fluid (volume measured visually/"eyeball") - the syringe module reportedly detected 5.04ml. It is noted that the customer is using non-compatible 10ml syringes. A report was received from health canada's canada vigilance program which states, "I was setting up a syringe medication for a patient. The syringe had more than 25 ml remaining after priming the tubing (the dose was 25 ml) but the device said there was only 24.6 ml. I removed the syringe and tried again and the device read there was 24.9 ml. I tried with a different syringe module and it read that there was 25.2 ml in the syringe so I proceeded with the medication."

Manufacturer narrative:
Omit: c20 - no findings available. Correction: describe event or problem. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.